Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) at intensive care unit (ICU) at the hospital where the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and they stated that the patient left the MRI suite about three hours ago and just moments ago got the code 100 message showing the pump was stalled. The technician reviewed and appeared to be some delay in recovery but to wait and check again. The hcp also utilized the national answering service (nas) to page the local rep to come out to check the pump. The pump had either dilaudid or baclofen in it but she did not know and had limited details when asked.